Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during the procedure, the balloon on the device ruputred. A piece of the balloon fell into the patient cavity. The piece was removed without difficulty. No patient injury reported.